Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient developed complications 24 hours post-implant surgery. The patient was initially walking and displayed no neuro-deficits. But later developed issues that progressed to the point she was unable to move her legs. A CT scan didn't show anything abnormal; however the surgeon decided to explant the entire scs system on (B)(6) 2016. The patient has not regained sensation or movement in her legs. Per the physician after removing the lead, a calcified sac of blood was noted. The physician indicated it may have been there prior to implant. The physician then performed a 5 level laminectomy in order to decompress the spine. The surgeon's prognosis for the patient is that the inability to move their legs is permanent.